Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0935164. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2:foreign: japan.

Event description:
It was reported that while preparing for surgery, when opening the new product, there was a powdery foreign substance in the clean area. They did not use it because they didn't know if cleanliness was guaranteed. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product found the device was returned opened and there was white debris on the tubing of the device. The reported event could not be confirmed as the origin and timing of the foreign particles is unknown. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product found the device was returned opened and there was white debris on the tubing of the device. The white debris was from the packaging lid. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.